Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer encountered a non-recoverable fault 86 on the vision side cart (vsc). The customer confirmed with the technical service engineer that their spare systems were compatible with the system in use and exchanged the vsc for the procedure. The procedure was aborted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that ports were placed on the patient at the time of the reported event. The procedure was successfully completed with the spare vision side cart.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the redundant power tray assembly. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the intuitive surgical core power distribution (ipd) board for failure analysis investigation. The unit was analyzed and found to trigger a 86 error which means one of the redundant power supplies is failing. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause is due to a failing ipd board within the vsc.

Event description:
Refer to h11 for follow-up information.